Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient had ran into a fence post dislodging a couple electrodes on their spinal column. After this event the patient had their entire system replaced. No further complications were reported or anticipated.